Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a5dr01 ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient was deceased. No pacing spikes were observed on the ECG at the hospital. Device interrogation revealed unstable and high right ventricular (rv) lead thresholds following the recent device replacement procedure. No additional information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.